Event description:
The contact reports that they have had 5 tuberculosis ppd/skin test conversations for nursing personnel in several areas. Three of five conversions related to one tb pt. Personnel had to start inh prophylaxis meds for tb exposure/infection. These conversions were identified after changing to a different tb respirator product.